Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was unable to escape the rewind menu on the insulin pump. The customer's blood glucose was 7.9 mmol/l. Troubleshooting was done. Upon checking the alarm history of the insulin pump, the customer stated that he had received a motor error alarm. The customer was able to rewind the insulin pump. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm tests. No motor error alarm was noted and the motor passed the motor test. The insulin pump was received with a broken reservoir tube lip, minor scratches on the display window, cracked case at the display window corner, cracked battery tube threads and a missing end cap sticker.